Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone xr / 2.9.1 / ios 26.1.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.